Event description:
In 2008, it was reported to boston scientific corporation, that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a wallflex biliary rx uncovered stent placement occurred. The patient had a primary cholangiocarcinoma (klatskin tumor). Reportedly, the stent deployed and during withdrawal of the delivery catheter, the stent caught on the distal end of the reconstrainment band , and was dragged along by the tip of the delivery catheter for approximately two centimeters. This stent was removed and another wallflex biliary rx uncovered stent was placed. There were no complications and the patient was not injured.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.